Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when an asymptomatic patient presented in clinic for a follow up visit, device back up vvi mode was observed on the device. A device download was performed successfully. Device interrogation was normal and nominal settings were programmed in. Patient was stable.